Manufacturer narrative:
Block h6: device code a140101 captures the reportable issue of balloon failed to deflate.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, it was noted that the balloon would not deflate. The procedure was completed. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.